Event description:
It has been reported to philips that the foot pedal was not easily used. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite could not confirm an error. The fse cleaned the foot pedal and returned the system to use in good working order. Philips is conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnosis procedure and completed as normal and also philips field service engineer (fse) confirmed that the footpedal can be still used. The fse inspected the system onsite and confirmed that the wired foot pedal was not easy to use. Upon inspection, the fse determined that the foot pedal was not in good condition. The fse cleaned the footswitch and rebooted the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.